Manufacturer narrative:
The aquabeam foot pedal was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam foot pedal and treatment log files without success. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) and aquabeam foot pedal/lot number 23c04481 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. E13 ¿ console error release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup and while the patient was in the operating room under anesthesia, the aquabeam robotic system generated an "e13 - console error" which was unable to cleared and the foot pedal stopped functioning. The treating surgeon decided to abort the procedure due to foot pedal issue. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Component code = 4756 - aquabeam foot pedal, a reusable component of the aquabeam robotic system, used to align and activate the high-velocity waterjet during aquablation treatment. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.